Event description:
On (B)(6) 2011, the pt's mother reported, the pt is experiencing insulin leakage at the infusion site. Upon f/u with the pt's mother on (B)(6) 2011, she stated, the pt notice insulin leakage with this lot of infusion sets over the past 3-4 weeks. Insulin leakage occurs after 1 day of use. She stated that last week sites were changed 3-4 times a day for 3 days in a row. The pt is afraid to insert the infusion site anywhere but his stomach. The mother was educated on proper site rotation and scar tissue. The pt was sent replacement infusion sets with a shorter cannula and a different type of infusion set to try. Upon f/u on (B)(6) 2011, the pt's mother stated that the pt performed a small bolus on (B)(6) 2011 while using the different infusion set type and noticed insulin pooling beneath the skin. There was no insulin leakage. Over a few hours, the lump reduced in size. The pt will be visiting a medical professional. The pt was sent another type of infusion set to try. The pt did not require treatment from a health care professional or second party to address the issue. The infusion sets were requested to be returned for eval.